Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead exhibited oversensing. Isometric testing produced noise when the patient reaches across his chest with the left arm and when pushing hands together. When pushing hands together there was also a 300 ohm decrease in impedance. Sensitivity was reprogrammed to 1.0mv and eliminated oversensing. The patient will be monitored.